Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 696 mg/dl; customer had abdominal pain and was vomiting. The customer's nurse reported that the customer's blood glucose level had come down, but then was rising again when treated with the insulin pump alone. Troubleshooting did not show any malfunction of the insulin pump. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.